Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in the EU had a 5.5 and ECMO support placed to support the patient who went to the operating room for emergent coronary artery bypass graft. The pump was supporting when there was a stroke and diagnosis of thrombocytopenia. After 8 days the care was withdrawn.

Manufacturer narrative:
Correction d4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Stroke: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.